Manufacturer narrative:
There was no patient involved in the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the screen distorting over time was confirmed via evaluation of the returned heartmate system monitor (serial number: (B)(4)). The returned system monitor was initially evaluated at european distribution center (edc) and the reported issue of the screen distorting was observed after the returned unit operated in a mock circulatory loop for some time. The main printed circuit board (pcb) was replaced to resolve the issue and the unit was functionally tested without any issues. The replaced part was forwarded to product performance engineering (ppe) for further analysis. The forwarded main pcb was connected to a test system monitor and the unit then operated as intended in a mock circulatory loop for over 24 hours; the reported issue could not be further reproduced during testing at ppe. The root cause of the reported event was isolated to an issue with the main pcb; however, the cause of the main pcb not functioning as intended could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor was shipped to the customer on 01feb2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen on the system monitor would streak and split little by little until it became unreadable. The system monitor would be replaced.